Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that the tamper seal was missing. During functional testing, the customer's reported problem was duplicated. The failed downstream occlusion sensor calibration problem was duplicated. The downstream occlusion sensor was tested and found cassette not attached properly alarming. The root cause of the reported issue could not be determined. The defective downstream occlusion sensor will be replaced.

Event description:
It was reported that the device failed downstream occlusion sensor calibration. No patient injury was reported.